Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('suggestion of fracture of the proximal portion of the left insert.') And dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthritis and menometrorrhagia. Concomitant products included meloxicam (mobic). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/bleeding"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device breakage outcome was unknown and the dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved. The reporter considered device breakage, dysmenorrhoea, menorrhagia and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion; on (B)(6) 2007: impression: 1. Satisfactory placement of the bacterial essure microinserts with a suggestion of fracture of the proximal portion of the left insert. 2. No contrast is seen distal to the right insert, suggesting that the right fallopian tube is occluded, however, contrast is seen distal to the left insert that likely represents a patent left fallopian tube. Imaging procedure - in (B)(6) 2007: result not provided; in 2006: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('suggestion of fracture of the proximal portion of the left insert.') And dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthritis, menometrorrhagia, conjunctivitis, anemia, weight gain, pregnancy, threatened abortion, joint instability, patellofemoral pain syndrome, gastroenteritis, parity 3, pregnancy test negative, multigravida, parity 3, abdominoplasty, augmentation mammoplasty and gallbladder removal. Previously administered products included for an unreported indication: vibra-tab, depo provera and motrin. Concurrent conditions included loop electrosurgical excision procedure, dysplasia, overweight, cold symptoms, sinus pain, sinus pressure, sinusitis, food poisoning, hypertrophic scar, premature atrial contraction, hypermetropia, menses irregular, mood swings, oligomenorrhea, rash, allergic reaction, urticaria, nail abnormality nos, depression, dysphoria, menometrorrhagia, menses irregular, heavy periods, adenomyosis and cervicitis. Concomitant products included meloxicam (mobic). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)/bleeding"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device breakage outcome was unknown and the dysmenorrhoea, vaginal haemorrhage and heavy menstrual bleeding had resolved. The reporter considered device breakage, dysmenorrhoea, heavy menstrual bleeding and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date (B)(6) 2006. Patient's race: other, specify: baptist delivery of last child (B)(6) 2006.. Pregnancies: 2000 (vaginal), 2004 (vaginal), 2006 (c-section) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion; on (B)(6) 2007: impression: satisfactory placement of the bacterial essure microinserts with a suggestion of fracture of the proximal portion of the left insert. No contrast is seen distal to the right insert, suggesting that the right fallopian tube is occluded, however, contrast is seen distal to the left insert that likely represents a patent left fallopian tube; on (B)(6) 2007: impression: status post bilateral essure microinsert placement with no evidence of free spillage of contrast into the peritoneal cavity. Imaging procedure - in (B)(6) 2007: result not provided; in 2006: result not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, heavy menstrual bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2021: mr received. Reporter information, patient's medical history lab data and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('suggestion of fracture of the proximal portion of the left insert.') And dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthritis and menometrorrhagia. Concomitant products included meloxicam (mobic). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/bleeding"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device breakage outcome was unknown and the dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved. The reporter considered device breakage, dysmenorrhoea, menorrhagia and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date (B)(6) 2006, (B)(6) 2006, (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion; on (B)(6) 2007: impression: 1. Satisfactory placement of the bacterial essure microinserts with a suggestion of fracture of the proximal portion of the left insert. 2. No contrast is seen distal to the right insert, suggesting that the right fallopian tube is occluded, however, contrast is seen distal to the left insert that likely represents a patent left fallopian tube. Imaging procedure - in (B)(6) 2007: result not provided; in 2006: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-dec-2020: mr received- case become medically confirmed. Reporter added. Event- device breakage added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthritis and menometrorrhagia. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved. The reporter considered dysmenorrhoea, menorrhagia and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure in 2006: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: plaintiff fact sheet received. Reporter and patient demographics were added. On 19-feb-2014, she explanted essure. Injury event updated to abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.